Event description:
It was reported that patient's right atrial (ra) lead exhibited oversensing noise that resulted in automatic mode switch (ams) episodes. On (B)(6) 2026, the physician elected to cap and replace the ra lead. There were no patient consequences.